Event description:
On (B)(6) 2023 apifix was notifed that patient #686 (pas #086-a048) underwent revision surgery on (B)(6) 2023. The reason for patient #686 revision was "115mm mid c max distracted, and need to be replaced with a longer device".

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient #686 (pas study #086-a048) index procedure was performed on (B)(6) 2021 on (B)(6) 2023 apifix was notifed that patient #686 (pas #086-a048) underwent revision surgery on (B)(6) 2023. The reason for patient #686 revision was "115mm mid c max distracted, and need to be replaced with a longer device". Reoperation events are a known risk that was assessed and recorded by the product risk assessment dms-777 rev r this complaint does not change the occurrences rate. The risk of mechanical failure of the mid-c mechanism resulting in patient re operation due to inadequate curve correction is a known risk, and has been characterized and documented as acceptable within full risk assessment. The explanted device has been returned to the manufacturer and will be evaluated. Following the evaluation, if new pertinent information comes to light, then a supplemental medwatch report will be submitted. *medical device problem code used was: 3191 - appropriate term/code not available. The mid-c system is a ratchet-based self-expandable rod designed to passively increase its length and subsequently maintain its length as the child bends in the corrective direction and also accommodate the natural growth of the spine of young children. In this case the implant (rod) was at its maximum elongation. The appropriate code which isn't available is 'device at maximum elongation'.